Event description:
It has been reported the device did not deliver a shock on a shockable rhythm. There was no reported harm to the patient.

Manufacturer narrative:
Available details indicate that the device was alleged to have not delivered a shock during use. A good faith effort was made to obtain the device¿s patient data file and device history, but they were not available. Based on the information available there is insufficient information to confirm the reported problem. Based on the information available, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.